Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, it was noted that this right ventricular defibrillation lead exhibited oversensing. The physician believed that the lead's ability to sense was compromised and was planning on explanting the lead; however, it was not possible due to the patient's superior vena cava stenosis. As a result, the pace/sense portion of this defibrillation lead was capped and a smaller diameter non-boston scientific pace/sense lead was implanted and connected to the implanted device. The defibrillation lead remains in service for defibrillation purposes only. No adverse patient effects were reported.